Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, some cracks on lcd lens screen and the device contaminated. The customer stated problem was duplicated, cassette not attached properly error alarm was duplicated and repeated. Unable to browse and download ehl (event history log) due to corrosion and contamination on main board and dso (downstream occlusion) sensor by the chassis. Replaced the main board and dso sensor for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. No patient was involved in this event. No adverse effects were reported.